Event description:
The infusion set tubing (lot# not provided) separating. Patient indicated that he experienced elevated blood glucose (300 mg/dl). Patient indicated that the separation occurred while at work. Patient indicated that he switched to injection therapy temporarily as he did did not have a replacement infusion set. Patient indicated that he had used the infusion device for 11 years and used this type of infusion set since it was introduced. Patient indicated that he changed his site every three days and tubing every 5-7 days. Patient indicated that there could have been stress to the tubing the day it broke. Patient did not report basal or bolus rates. Patient did not indicated receiving medical attention to address this issue. Patient not returning product.